Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient has not been able to hear with his device for two years. He has not visited a hospital during that time. Now, he decided to get his implant fixed and came. The external devices were checked and functional. Testing carried out on (B)(6) 2011, shows that the device has malfunctioned.